Event description:
It was reported to boston scientific corporation that a polyflex esophageal stent was attempted to be implanted within the esophagus of a patient on (B)(6) 2012 during an esophagogastroduodenoscopy (egd) procedure with stent placement. According to the complainant, during the procedure, the physician attempted to deploy the stent. However, it would not deploy. The device was removed from the patient and the procedure was completed with another polyflex stent of a smaller size. No patient complications were reported. The patient's condition was reported to be fine post procedure. Based on the evaluation findings, which indicate that the edges of the stent were damaged, this is now a reportable event.

Manufacturer narrative:
Although the exact patient age was not provided, the patient was reported to be over 18 years of age. (B)(4) for the evaluation findings of stent damaged. A visual examination of the returned device revealed that the stent was of its intended size, but damage was found to the edges of the stent. The application system was found to be kinked. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. The investigation concluded that this complaint is associated with a product that meets design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited. The most probable root cause classification is operational context.